Event description:
Customer reported that the buttons on the insulin pump are not working. Customer stated that the act button is unresponsive. Customer's current blood glucose reading is 85 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump has intermittent button response due to moisture damage on keypad traces. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, cracked belt clip slot, scratched reservoir tube window and stained end cap sticker.